Event description:
Account alleged that the bed has no power.

Manufacturer narrative:
Technician requested that account check the power supply board to make sure that nothing has been spilled on it. Account stated that there was a white substance dried on the power supply board and the scale/ppm board. Account stated they would replace these boards and call back. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.